Manufacturer narrative:
Review of instrument image: initial testing on the galileo; plate (B)(4); well: g06; interpretation: neg; expected interpretation: image description: looks neg; reaction strength: 7; repeat testing on another galileo. Plate (B)(4). Wells e01. Interpretation: pos. Expected interpretation: no prior history of antibody; image description: looks pos but faint. Reaction strength: 45; a service call was made. Investigation of complaint revealed worn centrifuge belt, 2 syringes with worn plungers, residual volume outside of tolerance, roi's not in ideal position. Complaint was resolved by replacing centrifuge belt, one 500ul syringe, the 1000ul syringe, adjusting the residual volume,and adjusting roi's. System was tested and operated within specifications with no problems observed.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with pool_cell assay on the galileo.